Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had alarmed, indicating it could not start with a reservoir volume of 0 ml. Pump settings had been reviewed, showing a total of 826.6 ml had been delivered since (B)(6)2025. An attempt had been made to review the delivery and event logs, but no further information had been found to indicate the original programmed settings. The medication label had been reviewed, and the caller had stated it indicated 5fu with a total volume of 138 ml. The pump had been powered off. It had been explained to the caller that the pump could not be programmed. Patient harm remained unknown. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.